Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received lost sensor. Customer's blood glucose was 9.4 mmol/l. Customer removed sensor and found that needle was missing. It was advised that needle may have retracted into sensor. Sensor would be replaced.